Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip. No damage observed. The lens was returned outside of the device adhered to the nozzle. Solution is dried on the lens. The product investigation could not identify the root cause for the reported complaint lens did not unload properly as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they have noticed that the lens did not unload properly. Additional information has been received it states that there was no impact to the patient.